Manufacturer narrative:
Patient identifier not available from the site. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that after rebooting the system, the reported issue could not be replicated. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. A software investigation was conducted by medtronic personnel stated that the motion was being used during gantry before initialization of motion had completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that during spinal fusion procedure, at boot after e-stop was reset the imaging system displayed collimator error. The procedure was completed with the use of imaging system. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. Correction: UDI has been updated to proper value.